Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the catheter was leaking and detached during use. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to incorrect adhesive application during the manufacturing process. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was carried out, and only one similar complaint was identified.